Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 06/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2014 with the following findings: the allegation of an intermittent keypad could not be duplicated during investigation. Testing confirmed that all of the keypad buttons were responsive to button presses and functional. The keypad had no visible sign of damage. No contamination or any other anomaly was found on the keypad contacts. Unrelated to the allegation against the keypad, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.